Manufacturer narrative:
The unit was received with a button error alarm due to a corroded keypad. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a weak battery alarm and a button error alarm. The customer's blood glucose level was unknown. The customer's device was replaced and returned.